Event description:
It was reported, that after approx. 63 months oversensing on the ventricular channel was detected. The lead was replaced.

Manufacturer narrative:
Lead was explanted on (B)(6) 2020. The original implant date remains unknown. Upon receipt the lead was found cut 12 cm distal to the is-1 connector pin. The performance of the fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 7 cm distal to the is-1 connector pin, the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.